Manufacturer narrative:
Concomitant medical products: 5076 lead, implant date: unknown, 3830-69 lead, implant date: unknown, w1dr01 ipg, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also reported that the patient experienced arm pain, shortness of breath and bilateral pitting edema. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.